Event description:
It was reported that the insulin pump alarmed several no deliveries and another error alarm. Upon inspection, 3 no delivery alarms also occurred on (B)(6) 2014, and (B)(6) 2015. The customer stated that the battery went dead and she did not receive a low battery alarm. She stated that she change the battery and it only took her a minute to get the battery. The most recent blood glucose reading was 142 mg/dl. The customer reported that the alarm was resolved by a complete infusion set, reservoir and insulin change. She declined returning the reservoir and infusion set for analysis. She added that the alarm did not occur during the manual prime. She stated that she was unable to troubleshoot during the call. The cause of the issue could not be determined. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.